Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched to gather additional information.  The fse retrieved the xhibit logs and forwarded them to a spacelabs product support specialist (pss) for review. During their review, the pss found that a third-party application was running on the same network and was incorrectly configured. This resulted in the multicast packets to overwhelm the network ports and caused the xhibits to perform a self-healing restart. Once the third party application was disabled, the device operated as expected. The cause of the reported issue was due to a configuration issue with a third-party software.

Event description:
The customer reported that the xhibit central stations (xcs) used at their facility had shut down at the same time, and remained offline for two and a half minutes before recovering on their own. There was no patient or user death, or injury associated with the event.